Event description:
It was reported that the lure connector snapped off inside the ilet, preventing removal and reconnection despite guided troubleshooting and use of pliers, and a replacement device was arranged while the user transitioned to injections. Symptoms included hyperglycemia with a reported maximum of 275 mg/dl and prolonged elevation over several hours without ketone testing, medical intervention, or assistance administering backup therapy. Outcomes included temporary interruption of therapy and initiation of backup injections. Investigation included agent-led troubleshooting and logistics to replace and return the device for evaluation. Investigation of the returned device revealed a mechanical failure of the connector component that rendered the device unusable and unable to deliver therapy.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.